Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code (B)(4) captures the reportable event of surgery and the additional intervention performed by the use of intravenous antibiotics.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.